Manufacturer narrative:
(B)(4). Method: product was not returned to MFR. Device history record evaluated and complaint not verified. Result: customer complaint could not be confirmed. Conclusion: no conclusion can be drawn. Because the protime indicated that the inr was sub therapeutic three days prior to the stroke, itc's medical advisor believes that the association of protime as a causative or contributive factor is very weak.

Event description:
Customer reports they believe the protime system inr results "giving poor pt correlation" compared to the lab reference. On (B)(6) 2010, protime inr result 4.0. On (B)(6) 2010, protime inr result 1.7. On (B)(6) 2010, hospital inr 2.2. On (B)(6) 2010, protime inr result 3.2 vs hospital inr 3.0. On (B)(6) 2010, protime inr was 3.6 vs hospital inr 3.0. On (B)(6) 2010, customer experienced a stroke due to a clot in the mechanical valve that traveled to the brain. It was removed from the middle cerebral artery via a catheter procedure. Customer was released from the hospital. On (B)(6) 2010, protime inr result 3.3 vs (B)(6) labs result inr 4.1. On 7/31/10, protime inr result 4.1 vs. Lab inr 3.7. Pst's target range was changed to 3.0-3.5 to make the target range tighter.